Event description:
On (B)(6), 2013, the pt was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On an unk date, CT images revealed a distal type I endoleak in the left common iliac artery. On (B)(6) 2013, the pt underwent a reintervention and was implanted with an additional contralateral leg component, deployed 1.5cm distal to the device, to repair the distal type I endoleak. It was reported that both iliac arteries were aneurismal. According to the physician, the distal type I endoleak was a result of the increased dilatation of the left common iliac. There was reportedly no aneurysm enlargement. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.